Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2024 PICC was placed on (B)(6) 2024 patient came into ed with leaking around insertion site. PICC was removed and replaced with new PICC. No other information provided, at this time.